Manufacturer narrative:
If implanted, give date: not applicable, as there is no indication that the lens was implanted explant date: if explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. The device was not returned for analysis as the lens is not returning. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 model intraocular lens(iol) had bent haptic and customer said they also have issues loading the lens. There was patient contact. The event was observed while inserting the lens into the patient's right eye. Additional details received states that extent of patient contact is unknown and that there was no injury and no medical/surgical interventions such as incision enlargement, vitrectomy or sutures were performed. Procedure was completed successfully using backup lens. No further information available.